Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-01173. Promus element plus clinical study it was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to unstable angina and coronary angiography was performed. Target lesion #1 was a de novo lesion located in the acute marginal segment (ac marg) with 90% stenosis and was 16mm long with a reference vessel diameter of 2.5mm. Target lesion #1 was treated with pre-dilatation and placement of two 2.50x12.00mm promus element plus drug-eluting stents, with 0% residual stenosis. The following day, patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented due to recurrent angina and was hospitalized, and coronary angiography was performed on the same day. The isr of the study stents located in the acute marginal segment was treated with balloon angioplasty and placement of 2.75x30mm non-bsc drug-eluting stent, with 0% residual stenosis. The following day, the event was considered resolved and the patient was discharged on clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2014, the 70% proximal and 90% distal in-stent restenosis was noted.